Event description:
A customer contacted baxter's technical service center regarding the home choice system error 2240 (air in line) during dwell 2. During troubleshooting, there was nothing unusual noted with the supplies. There was patient involvement, but there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.